Event description:
International affiliate reports that two drains were placed in a pt, one on left side and the other middle chest. Eighteen hours post-operative, the pt was returned to the or for hematoma drainage. The dr is confident that the drains were properly placed.